Manufacturer narrative:
(B)(4). As the device was not returned, a device analysis could not be completed. A service history record review was performed and revealed no indication that the parts replaced during servicing caused or contributed to this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient smelled a burning odor from a homechoice device. The patient was not connected at the time of the event. The patient stated that they smelled dust burning off when the homechoice device was powered on. There was no patient injury or medical intervention associated with this event. No additional information is available.